Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and head/neck (non-malignant) reported they had been having pain in the front upper left leg for over six to eight months. The consumer had back surgery on (B)(6) 2016 and thought the surgery would help the pain but it didn't. It was noted the consumer's stimulation therapy covered the back of both arms and legs, but not in the front. The consumer met with their healthcare provider (hcp) on (B)(6) who suggested meeting with the manufacturer's representative (rep) to have the device reprogrammed, so a request was made to meet with the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.